Event description:
It was reported that the programmer exhibited autonomous cursor movement. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer exhibited autonomous cursor movement. However, it was noted that the programmer failed the finger touch test. An electromagnetic interference (emi) repair was performed to solve the screen issue. It was noted that the lower hinge plate was cracked during the repair. The lower hinge plate was replaced. Additionally, it was noted that the lower left display hinge was tight. The lower display hinge was replaced. The power cord bay, the rear display cover, the upper, and the lower bullet covers were damaged. The power cord bay, the rear display cover, and the upper and lower bullet covers were replaced. Also, it was observed that the overlay bezel had cosmetic damage. The overlay bezel was replaced. The system fan was noisy. The system fan was replaced. It was noted that the upper handle cover was cracked and the right overlay latch hasp was broken. The upper handle cover and the right overlay latch hasp were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.